Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. Two photos of the device and packaging were provided. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty being retracted through the sheath. The malfunctioned device was removed and the procedure was successfully completed with the use of another device. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device and two photos were returned for evaluation. Based on the photo review no failures were able to be confirmed. The visual inspection identified the catheter had stretching, the distal tip was deformed and the balloon had a compound rupture. The stretching noted is also associated with retraction issues. Functional testing was not viable due to the balloon rupture. Therefore, the investigation is confirmed for material deformation, balloon rupture and retraction issues. It is unknown how the balloon became ruptured, however it is likely the rupture resulted in the retraction issues and therefore catheter stretching. However, the definitive root cause for the reported deflation issue or identified rupture could not be determined based on the available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had difficulty being retracted through the sheath. The malfunctioned device was removed and the procedure was successfully completed with the use of another device. There was no reported patient injury.